Manufacturer narrative:
A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available, an updated report will be submitted. Zimmer biomet¿s reference number of this file is (B)(4).

Manufacturer narrative:
Additional information was received on february 21, 2018 and is filed in this report. No trend considering the following event is identified: loosening, corrosion. Device history records (DHR): the device manufacturing quality records indicate that the released components met all requirements to perform as intended. Event summary: at a follow-up visit on (B)(6) 2014, dr. (B)(6) indicated potential failure of the 56-mm mmc acetabular component. On (B)(6) 2017, the acetabular component and femoral head were revised due to acetabular loosening and fretting corrosion. Review of received data: no medical data such as x-rays, surgical notes or any other case-relevant documents received. Devices analysis: no product was returned to zimmer biomet for in-depth analysis. The product location is unknown. Review of product documentation: the compatibility check was performed from www.productcompatibility.zimmer.com and showed that the product combination was approved by zimmer biomet. Root cause determination using dfmea (zimmer mmc cup): loosening due to inadequate postoperative treatment - possible: it is possible that the patient did an inadequate post operative treatment. Implant failure due to use of implant outside indication range - possible: it is possible that the user used an implant outside indication range. Root cause determination using dfmea (system analysis - interfaces): aseptic loosening due to stress shielding - possible: as no further information or specific documents like surgical reports or x-rays were received, this point cannot be excluded. Aseptic loosening, metallosis due to deformation of the cup due to bad bone condition (e.g. Sclerosis) - possible: as no further information or specific documents like surgical reports or x-rays were received, this point cannot be excluded. Loosening due to fatigue failure of the cup body => possible: as no further information or specific documents like surgical reports or x-rays were received, this point cannot be excluded. Increased number of wear particles / mechanical failure (coating looses from substrate) due to chemical/galvanic/ crevice corrosion of material - possible: as no further information or specific documents like surgical reports or x-rays were received, this point cannot be excluded. Loosening of implant due to incomplete seating of the cup and not recognized by the surgeon - possible: as no further information or specific documents like surgical reports or x-rays were received, this point cannot be excluded. Loosening of implant, subluxation due to cup implanted in wrong orientation (malpositioning) - possible: as no further information or specific documents like surgical reports or x-rays were received, this point cannot be excluded. Loosening due to ha layer becomes loose and prevents stable fixation - possible: as no further information or specific documents like surgical reports or x-rays were received, this point cannot be excluded. Loosening of implant due to inadequate postoperative treatment - possible: as no further information or specific documents like surgical reports or x-rays were received, this point cannot be excluded. Loosening on implant due to use of implant outside indication range - possible: as no further information or specific documents like surgical reports or x-rays were received, this point cannot be excluded. Conclusion summary; it was reported that during the follow-up visit on (B)(6) 2014, dr. (B)(6) indicated potential failure of the 56-mm mmc acetabular component. On (B)(6) 2017, the acetabular component and femoral head were revised due to acetabular loosening and fretting corrosion. Neither x-rays, operative notes, office visit notes, nor devices or photos of the explanted implants were received; therefore the condition of the components is unknown. Patient factors that may affect the performance of the components such as bone quality, activity level, type of activity (low impact vs. High impact), and relevant medical history are unknown. Adherence to rehabilitation protocol is unknown. There are some possible factors which may have contributed to the loosening/corrosion: patient treatment after initial surgery, wrong or incorrect handling of the implants during the initial surgery. However, based on the given information and the results of the investigation, the complaint could not be confirmed as the alleged failure could not be identified or reproduced. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. (B)(4).

Manufacturer narrative:
The manufacturer did not receive x-rays, or other source documents for review. The manufacturer did not receive the device for investigation. The device history records were reviewed and found to be conforming. Additional information has been requested and is currently not available. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
It was reported that the patient was implanted a zimmer mmc, cup, uncemented, 56 mm/48 mm, code n on an unknown side on (B)(6) 2014 and the patient underwent revision surgery on (B)(6) 2017 due to acetabular loosening and fretting corrosion.